Manufacturer narrative:
Block e1 (initial reporter facility name): the initial reporter facility name is the second affiliated hospital of hainan medical college, reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: investigation results: the returned autotome rx 44 was analyzed, and a visual and microscopic inspection found that the working length was kinked. Also, the cutting wire was blackened, kinked and broken from the proximal pierce hole. The brown band was observed discolored, appearing almost transparent. The guidewire was returned in good condition. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. A wire break could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states. Energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, also it can cause a premature cutting wire fatigue, leading to a wire break. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire. Additionally, during analysis it was observed that the brown band was lighter in color and appeared almost transparent. Once escalated to the operations team it was determined to be a manufacturing deficiency of the device. Further investigation determined the discolored band could be caused by incorrectly performing the paint inspection by the product builder during the manufacturing inspection process. As a result, a dissemination with a reinforcement of procedural steps for operations personnel was provided. The investigation findings and all information available concludes the most probable root cause is manufacturing deficiency. An investigation to address this problem has been completed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to the first of two autotome rx 44 used during the same procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla and bile duct sphincter during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire was fractured during the incision. A second autotome rx 44 was used; however, the same problem happened, the cutting wire fractured during the incision. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to the first of two autotome rx 44 used during the same procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla and bile duct sphincter during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire was fractured during the incision. A second autotome rx 44 was used; however, the same problem happened, the cutting wire fractured during the incision. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.